Manufacturer narrative:
Baxter received and evaluated the device.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery had an "unknown" issue. The process step and where the event occurred were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.